Manufacturer narrative:
We have now concluded our investigation into this complaint. Visual inspection and functional evaluation of the complaint sample were performed and it was found to have the front and back enclosure broken. On this occasion, the root cause of the device being hot was due to damage to the device. A review of the device history record for serial number (B)(4) showed that this unit passed all acceptance criteria and was compliant upon release for distribution september of 2018. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device was hot. No case involved so no patient affectation. No user impact reported.